Event description:
It was reported that during the implant procedure, when the physician placed the lead in the right ventricle, a ventric- ular tachycardia was triggered that quickly turned into vf. The patient was treated with external defibrillation, but the result was heart failure. The physician performed heart massage without result and concluded the procedure noting the death was due to electromechanical dissociation. The physician does not allege that the lead was the cause.

Manufacturer narrative:
Na